Event description:
A pt with extensive disease to include chronic obstructive pulmonary disease, coronary artery disease, anemia and significant history of smoking, underwent cryospray treatment for multi-focal squamous cell dysplasia of the esophagus and barretts esophagus. The physician treated two areas in the esophagus. The pt was noted to be stable prior, during, and after each treatment. Before the physician began to treat the third area with cryospray, the pt stopped breathing. Despite aggressive resuscitation efforts, the pt expired. The exact cause of death is unk.

Manufacturer narrative:
A medical advisor to csa medical reviewed this situation with the attending physician. In the opinion of the treating physician, the treatment did not appear to contribute to the death. A csa medical personnel evaluated the console and found it to be operating within specifications.